Event description:
It was reported that bd phoenix¿ m50 automated microbiology system 3 samples of e.coli were misidentified as shigella. The following information was provided by the initial reporter: misidentification of 3 e. Coli samples as shigella,

Manufacturer narrative:
Common device name: system, test, automated antimicrobial susceptibility, short incubation. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phoenix¿ m50 automated microbiology system 3 samples of e.coli were misidentified as shigella. The following information was provided by the initial reporter: misidentification of 3 e. Coli samples as shigella

Manufacturer narrative:
H.6 investigation summary: a results failure was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6)). The customer reported that there was a misidentification of 3 e. Coli samples as shigella. A bd field service engineer (fse) was dispatched to investigate. The fse reviewed the instrument and proceeded to check the power supply voltages and temperature balance, and both were acceptable. Afterwards, the cv and filter panel test tests were performed with approved results. The pwm values of the leds were also checked, and all values were within specifications. The fse proceeded to update the pud version to 7.11a and the logs were extracted for analysis. The equipment meets the technical criteria for operation. The root cause for this failure mode is not known. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous cases related to this failure mode. H3 other text : see h.10